Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (nonfunctional ecgs) was confirmed due to the lead 2 and drvn_gnd wires being broken in the trunk cable. The belt did not pass essential performance testing. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.